Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range pace impedance measurements. No additional information has been available at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested from the field but all available information shows that this lead remains implanted and in service. This report will be updated when additional information is received.

Manufacturer narrative:
Additional information from a health care provider reported that this device and right ventricular (rv) lead are now out of service. The device was explanted and the rv lead was capped and replaced with a non boston scientific device and lead. No adverse patient effects were reported.